Event description:
It was reported that hardware was removed due to irritation. Patient was revised to unknown hardware. One plate and eight screws were removed. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.